Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10. The laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found that the laser probe met product specifications. There were 930 paks associated with the reported lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The laser probe was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a vitrectomy, the laser probe didn't fit through a cannula. There was no patient involvement.